Manufacturer narrative:
Multiple attempts were made to obtain patient weight information but this information was not provided. Manufacturer's investigation conclusion: the evaluation of the log file data and x-ray images provided by the account did not reveal a device-related issue. X-rays of the internal and external portions of driveline were submitted for evaluation and the internal segment of driveline appeared unremarkable. Log file data provided by the account contained data spanning from 10/3/2019 at 11:18:33 to 10/22/2019 at 08:29:24, per the timestamp. Throughout the log file the pump operated above the low speed limit without issue. No notable alarms were captured, and the system appeared to have been operating as intended. The account had concerns of internal driveline damage. It was reported that the patient did not experience any interruptions in vad support and was ultimately discharged home on an ungrounded patient cable. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has experienced driveline damage. The external x-ray images display an area of concern near the distal bend relief. The log file captured routine events, there were no notable alarm conditions or parameter changes. Patient did not experience any interruptions to lvad function. He is discharging on an un-grounded cable. No further information provided.